Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels rose above 400 mg/dl while wearing the pod between 37 and 48 hours. The pod adhesive went under the cannula, causing the cannula to dislodge from the infusion site (leg) and insulin to leak. The patient drank a lot of water and did not consume much food during the day and vomited. Patient noted they were feeling shaky. Emergency services was called and the patient was transported to (B)(6). The pod was removed at the hospital and the patient received insulin, glucose and fluids intravenously for treatment. A new pod was successfully applied. The patient was released after 2 days on (B)(6) 2025.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.